Event description:
A health care professional (hcp) from switzerland contacted on behalf of the customer to report that the customer¿s contour® xt meter was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. The hcp declined the offer of replacement meter kit.

Manufacturer narrative:
The initial reporter contact information was not provided, therefore no contact information was captured in section e1. Unknow was captured in section a1 and no information was captured in sections a2 and a4 as the customer's credentials, age and weight were not provided. No information was captured in section d4 (model #, catalog #, serial #, kit lot # and UDI #) and h4 (device manufacture date) could not be determined as no product information was provided. Gudid information does not exists, as the customer did not provide the product information. Contour® xt meter is similar to the contour® next ez meter available in the us market. Therefore, device product code as nbw has been captured in section d2b and 510k # has been captured as k191286 in section g4.